Event description:
Ous MDR - loss of capture was seen. The threshold had increased from 0.5v at implantation to 5v before extraction. The impedance has increased from 700 ohms to 1200 ohms, and stimulation of the auricle occurred during ventricular threshold. All checks were performed before removing the lead and they pulled on the lead to ensure that the lead was fixated.

Manufacturer narrative:
Ous MDR.